Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Customer's blood glucose level was 29 mmol/l at the time of event. Customer¿s current blood glucose was 21 mmol/l. Customer did not allege that the insulin pump was under delivering insulin. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not activated. Customer declined troubleshooting. The insulin pump will not be returned for analysis.